Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse started the iabp numerous times without any issue. The fse performed auto-fill and the iabp pumped. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that when the cardiosave intra-aortic balloon pump (iabp) was turned on, the screen was stuck on with a spinning circle. There was no patient involvement, and there was no adverse event reported.